Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began either on the (B)(6) 2013. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. Following the alleged power issue, it is not clear if the patient began monitoring his blood glucose with another/ secondary device, it is not known if the patient made any changes to his insulin regimen or diabetes management in response to the alleged issue, and it is not specified if the patient developed any symptoms as a result of the reported power issue. The patient's last blood glucose reading with the subject meter is not known and the patient's action in response to his last result is not specified. According to the csr's documentation, at an unknown time (on either the (B)(6)) the patient reportedly went to the hospital, received IV glucose as treatment, and was hospitalized. However, it is not clear if the alleged power issue was discovered after going to the hospital. The reason for going to the hospital is not known, the patient's blood glucose reading with the hospital's meter is not specified, it is not clear how long the patient was hospitalized for, and the patient's medical diagnosis prior to being released is not specified. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter's battery did not need to be replaced. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly received treatment from a health care professional for sever hypoglycemia and was allegedly hospitalized while using the product.

Manufacturer narrative:
Test strip lot #: not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.